Manufacturer narrative:
Correction to previous h10: update reference from "b3/d11" to "b3/d10". H10: the actual device was received for evaluation. The sample contained 62 ml of fluid in the device. A visual inspection was performed using the naked eye showed no evidence of leak or separation components from the device. Functional testing was performed by filling the device with green colored water. After fill, the device was being monitored until the next day with no signs of leak or separated components observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This was observed during patient infusion. The device disconnected from the patient's peripherally inserted central catheter (PICC) hub; the patient reconnected the device. When the patient awoke the following day, the device was disconnected again. The device was filled with piperacillin/tazobactam 18g in 230ml sodium chloride 0.9%. The nurse connected a new device to the patient to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred 01/09/2022 to 01/10/2022. Should additional relevant information become available, a supplemental report will be submitted.